Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. We continue our efforts to follow up with the customer for its return. (B)(4).

Event description:
It was reported that on (B)(6) 2017, the intra-aortic balloon (iab) catheter was inserted in acs patient. On (B)(6) 2017 during therapy, ¿blood detected¿ alarm occurred. Therapy continued afterwards with no alarm until iab was removed. However, it was reported to be difficult to monitor the balloon waveform once the alarm had been generated. Moderate sclerosis, tortuosity and severe calcification were noted in the patient vessel. No patient injury was reported.

Manufacturer narrative:
09/20/2017 (B)(4): the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. No blood was observed inside the iab catheter. The technician was able to successfully aspirate/flush the inner lumen. The technician attempted to insert a laboratory 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete auto fill cycle. The iab pumped normally and no alarm sounded from the pump. An evaluation of the product was unable to duplicate the reported problems. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4); record # (B)(4).

Event description:
It was reported that on (B)(6) 2017, the intra-aortic balloon (iab) catheter was inserted in acs patient. On (B)(6) 2017 during therapy, ¿blood detected¿ alarm occurred. Therapy continued afterwards with no alarm until iab was removed. However, it was reported to be difficult to monitor the balloon waveform once the alarm had been generated. Moderate sclerosis, tortuosity and severe calcification were noted in the patient vessel. No patient injury was reported.

Manufacturer narrative:
09/27/2017 (B)(4): patient 'weight' was changed from (B)(6) lbs to (B)(6) kgs. Complaint # (B)(4); record # (B)(4).

Event description:
It was reported that on (B)(6) 2017, the intra-aortic balloon (iab) catheter was inserted in acs patient. On (B)(6) 2017 during therapy, ¿blood detected¿ alarm occurred. Therapy continued afterwards with no alarm until iab was removed. However, it was reported to be difficult to monitor the balloon waveform once the alarm had been generated. Moderate sclerosis, tortuosity and severe calcification were noted in the patient vessel. No patient injury was reported.

Manufacturer narrative:
09/12/2017 (B)(4): the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that on (B)(6) 2017, the intra-aortic balloon (iab) catheter was inserted in acs patient. On (B)(6) 2017 during therapy, ¿blood detected¿ alarm occurred. Therapy continued afterwards with no alarm until iab was removed. However, it was reported to be difficult to monitor the balloon waveform once the alarm had been generated. Moderate sclerosis, tortuosity and severe calcification were noted in the patient vessel. No patient injury was reported.